Manufacturer narrative:
A replacement power supply was sent to the customer. A product eval on (B)(4) 2014 found the transformer housing to be breached, which is a safety risk. A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was unable to be plugged in so voltage across the dc plug was not measured. Resistance across the dc plug was measured at 0.765 m ohms, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured as 55.6 ohms, which is normal and indicates that the thermal fuse did not blow. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported that the housing for her pump in style power adapter was cracked. A product eval found the transformer housing to be breached, which is a safety issue.